Event description:
It was reported that the tip of the driver broke off during insertion of a screw. The tip remains inside the screw in the patient. The hospital has not reported any adverse consequences with the patient as a result of this event. This device is used for treatment.

Manufacturer narrative:
Evaluation confirmed the customer's complaint. The tip has broken off and the broken area is twisted in a counterclockwise direction indicating breakage occurred during insertion. Hardness evaluation found the material within specifications. From the twisted condition of the tip and the fact that the screw was fully inserted in the patient, this event was attributed to misuse (over insertion of the screw).